Event description:
It was reported that the insulin pump alarmed button error and that it had an unresponsive keypad. The blood glucose reading was 210 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window, a cracked reservoir tube and a cracked reservoir tube window were noted during the visual inspection. No button error alarms were noted. All of buttons functioned properly. However, the insulin pump had corroded keypad traces.